Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.

Event description:
Customer reported receiving an error 4 message when a test strip was inserted and battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. This suggest the memory overwrite malfunction has occurred. In addition, the customer went to her family doctor because she was feeling weak and was treated with insulin for hyperglycemia and diabetic ketoacidosis. There was no report of death or permanent impairment.